Manufacturer narrative:
The benchmark was stretched approximately 102.5 thru 106.0 cm from the hub. The benchmark was fractured approximately 106.0 cm from the hub. The distal tip of the benchmark was present. Conclusions: evaluation of the returned benchmark confirmed that the catheter was stretched and revealed a fracture. If the benchmark is forcefully manipulated against resistance during use, damage such as stretching, and a subsequent fracture may occur. The root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the traverse sinus using a benchmark 6f 071 delivery catheter (benchmark), non-penumbra sheath, and non-penumbra stent. During the procedure, while attempting to deploy a stent through the benchmark, the physician stretched the distal tip of the benchmark. Therefore, the benchmark was removed. The procedure was completed using a neuron max 6f 088 long sheath (neuron max), the same stent and sheath. There was no report of any adverse effect to the patient.